Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided indicated that the device was used in the stomach. This is not within the intended use of the device. The instructions for use states: "this device is used to endoscopically ligate esophageal varices at or above the gastroesophageal junction or to ligate internal hemorrhoids." Use of the device outside the intended use is likely the cause of this report. In the report it states that the date of occurrence was on 08jan2025. The device had an expiration date of 02jan2025. This device was used past the expiration date. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During a ligation procedure, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that all of the bands have been shoot out in one single trigger. They removed the bands with forceps. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.